Event description:
It was reported that externalized conductors were seen under fluoroscopy. All electrical measurements were normal. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Internal abrasions were found in three locations between 8.3cm and 12.9cm from the end of the tip electrode. External abrasion was noted at 14.0cm to 14.5cm from the end of the tip electrode. External abrasion was also noted at 49.5cm to 50.7cm from the end of the tip electrode, consistent with friction with the ICD can. One re cable was abraded in this area.